Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl) approximately two weeks ago. Reportedly, the customer contacted their health care provider who instructed the customer to use insulin from a different vial. Customer stated they administered corrections with the pump, and that changing the vials of insulin resolved their elevated bg levels.